Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 753 mg/dl, troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump passed the lead screw test. The customer could not perform the high pressure test at the time of the phone call so she was advised to call back when the test could be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.